Event description:
Transcranial magnetic stimulation. It made my depressions so much worse. I can no longer function like I used to before. It has also caused severe activation which has caused me to have terrible insomnia which lead to pain all over my body and weakness. I can hardly walk or move my body. I had to go onto some serious sleep meds and other meds because of this. Now it's 11 months later and I'm still in pain and suffering. Ref report numbers mw5072838 and mw5074918.

Event description:
Additional info received from reporter on 07/05/2017 for mw5067012: the patient states that the machine was supposed to treat depression, but instead it caused more pain and made the depression worse. Patient states that he believes the device does harm and should be banned.